Manufacturer narrative:
Additional information was received from the initial reporter on 5-oct-2020 confirming that this incident did not involve a central line-associated bloodstream infection (clabsi). Based on the confirmation that a central line infection did not occur during this incident, the following sections were updated: b1 updated to product problem only b5 updated to include all reported details h1 updated to malfunction h6 patient code updated to no consequences or impact to patient.

Event description:
The customer reported that the PICC had the hole in it. The customer further stated that no alcohol would of been used on that part of the PICC while it was in the baby. If it was out of the skin, it would of been covered with a tegaderm. Additional information provided by the customer stated that there was no harm to the patient other than a possible clabsi with positive blood culture mssa. The customer said she did not see any documentation from nurses of issues with line/dressing prior to the hole being found. Additional information received on 5-oct-2020 confirmed that this incident was not a clabsi.

Manufacturer narrative:
H6 code: clabsi with positive blood culture mssa. A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical, and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One used catheter with a cap inside of a generic plastic bag was received for analysis and investigation. A visual inspection revealed that the catheter showed signs of used (blood). During an underwater test a leak was observed on the tube. In a magnified visual inspection a hole was identified near the butterfly stabilizing wing. Since manufacturing performs 100% leak tests and qa in process inspections prior to a product¿s release and based on the available information, it can be concluded that the product was manufactured according to specifications. The most probable root cause can be due to the device being inadvertently damaged during use by inappropriate manipulation of the device. It is important to consider the instructions for use: do not use a sharp clamp or instrument to handle the catheter since even a minor cut could tear or break the catheter. Do not stretch catheter. Too much tension could tear the catheter. Do not use alcohol or acetone-based skin preparations, adhesive enhancers, or solutions directly on the catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the PICC had the hole in it. The customer further stated that no alcohol would of been used on that part of the PICC while it was in the baby. If it was out of the skin, it would of been covered with a tegaderm. Additional information provided by the customer stated that there was no harm to the patient other than a possible clabsi with positive blood culture mssa. The customer said she did not see any documentation from nurses of issues with line/dressing prior to the hole being found.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the PICC had the hole in it. The customer further stated that no alcohol would of been used on that part of the PICC while it was in the baby. If it was out of the skin, it would of been covered with a tegaderm. Additional information provided by the customer stated that there was no harm to the patient other than a possible clabsi with positive blood culture mssa. The customer said she did not see any documentation from nurses of issues with line/dressing prior to the hole being found.